Manufacturer narrative:
A hospital contact name and direct phone number were not provided to siemens. The event was reported by a siemens employee. Siemens completed a technical investigation of the reported event. The root cause is attributed to a malfunctioning x-ray tube. The system has been repaired by the replacement of the malfunctioning x-ray tube. A general product issue was not identified. The material consumption in relation to the installed base is monitored by the CAPA process. Material consumption values for the last three (3) months are provided in the following for material number 10414460 - vectron x-ray tube: february 2022: 4%, january 2022: 4.18%, december 2021: 4.02%. No further investigation within the complaint process is necessary. No further investigation is deemed necessary.

Event description:
It was reported to siemens that the CT scanner stopped mid-scan during the examination of a (B)(6) female patient. An error was displayed. The customer could not complete the full scan and the scan had to be repeated. Aside from the additional x-ray dose administered to the patient during the successfully completed second scan, no patient injury has been reported to siemens. This report has been filed with an abundance of caution.